Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
As reported: "the fact that the center screw does not slide prevents it from having any significant lag screw compression effect. We rely entirely, or almost entirely, on the dual thread pitch to generate the 10x compression we expouse. While in a sawbones model this works well it is not reliable in vivo. We have all seen and experienced a seated baseplate that does not firmly compress against the bone and spins. While most of us have sorted out a way to prevent this there is a steep learning curve. If we were new customers this failure to compress would easily be found to be a reason not to adopt this implant. More importantly this problem of improper seating and lack of compression has the real potential for us to end up with an unacceptable rate of baseplate loosening."

Manufacturer narrative:
This inquiry was raised as a result of an opinion from a participant of a workshop. The reporting person is a collaborating surgeon who is pointed out as a consultant for matters regarding the reunion shoulder system. No manufacturing documents were reviewed as no lot-no was provided. As the product remained in the field to be used in further workshops it was concluded that it is fully functional and there is no material and/or manufacturing deficiency. Above matter was discussed with the r&d team in order to evaluate potential improvements. During discussion and practical demonstration it turned out that ¿ while performing the single steps as intended ¿ there is no need for improvement. All process steps are considered in design and in the labelling and highlighted where important. As the consultant admitted by himself that there is a steep learning curve at new customers it was concluded this inquiry does not present a product or system deficiency but presents an assistance how to delight potential new customers with the reunion shoulder system. A review of the labelling did not indicate any abnormalities. No indications of material or manufacturing related matters were found during the investigation. Based on above, the root cause was attributed to a potential user related issue. The failure would be caused by a user with a leaning gap/lack of knowledge.

Event description:
As reported: "the fact that the center screw does not slide prevents it from having any significant lag screw compression effect. We rely entirely, or almost entirely, on the dual thread pitch to generate the 10x compression we expouse. While in a sawbones model this works well it is not reliable in vivo. We have all seen and experienced a seated baseplate that does not firmly compress against the bone and spins. While most of us have sorted out a way to prevent this there is a steep learning curve. If we were new customers this failure to compress would easily be found to be a reason not to adopt this implant. More importantly this problem of improper seating and lack of compression has the real potential for us to end up with an unacceptable rate of baseplate loosening."